Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that during a tissue resection using the fluent fluid management system the tissue canister bec ame clogged with tissue. "The fluid backed up and started pouring out the top of the tissue canister." A second flopack was opened and the second tissue canister quickly became clogged as well so the case was stopped. A small amount of tissue that overflowed was not recovered, but collection of the tissue in the bottom of the clear canisters was attempted and was somewhat successful. No injury or misdiagnosis was reported.